Event description:
The customer reported fiber tip damage at 116,283 joules. The case was completed with a second fiber. There was no report of pt injury.

Manufacturer narrative:
Fiber analysis: the fiber's metal and glass cap were found to be detached; both the metal and glass cap were returned to the MFR. Cap shows signs of devitrification and detritus build up, and exhibits a fracture distal to the fiber fusion zone. There was no report of injury as a result of this event, and there was no indication or report of any part of this device remaining inside the pt. The fiber condition would likely result in activation of the system fiberlife function, which would modulate (pulse) the output beam, resulting in reduced tissue vaporization efficiency and/or send the system to standby mode. Based on the analysis findings, the potential for forward firing may exist. The root cause of the device failure was determined to be heat accumulation due to tissue contact and/or anatomical/procedural factors encountered during the procedure, resulting in damage to the fiber cap and inadvertent detachment.